Event description:
Customer's medwatch reported the alaris etco2 monitor shut off unexpectedly during therapy. This required reprogramming of high risk infusions by the nursing staff. The battery on the unit was fully charged and the unit was plugged into the wall outlet at the time of the channel disconnect. Biomed was contacted and evaluated the equipment. Upon close inspection with the mgr from equipment distribution, it was noted that there was a film buildup on the equipment, including a scaly salmon colored build up on the channel connections and sensors. Further investigation found that two weeks prior, the organization changed cleaning product based on recommendations from infection control. They previously had been using a cleaning product called "super sani cloth" and switched to "dispatch" (a bleach based product). They are now back to the "supper sani cloths" to clean the equipment. Since the change, the incident of channel disconnect alarms has stopped.

Manufacturer narrative:
(B)(4). Biomed reported they know what caused the problem, because they were using "dispatch" to clean the iui connectors and this accelerated oxidation on the iui's, causing contamination. The device will not be returned for eval. The customer has emailed event/error logs. A follow up report will be submitted once the logs have been reviewed and the failure investigation is completed. Log review is pending.